Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted using a small flexnav delivery system. The access site for the transcatheter aortic valve implantation (tavi) was through the right femoral artery, which had a diameter of 6mm. Reportedly, after successful implantation of the 25mm navitor valve, an angiogram was performed and bleeding at the access site was discovered. At first a 8fr non-abbott sheath was inserted, but was found to have a kink and was removed. Then a 14fr gore dryseal introducer sheath was attempted to be inserted, but difficulty inserting was experienced. The 14fr introducer sheath was removed and a balloon aortic valvuloplasty (bav) was performed. After bav, a small flexnav delivery system was selected as a replacement device and inserted into the patient without complication. The decision was made to advance a balloon through the patient's left femoral artery to stop the bleeding. Once hemostasis was confirmed the procedure was completed. No blood transfusion was required. There was no clinically significant delay in procedure reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Correction to previously reported procedure description: it was reported that on (B)(6) 2022, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The access site for the transcatheter aortic valve implantation (tavi) was through the right femoral artery, which had a diameter of 6mm. An 8f non-abbott sheath was inserted at first, but the sheath was kinked and therefore was inserted again. A 14f non-abbott introducer sheath was difficult to insert. After the balloon aortic valvuloplasty (bav) was performed, the flexnav delivery system containing the navitor valve was inserted without any problems. The valve was successfully implanted, and the delivery system was removed. During angiography, an access site bleed was noted on the patient's right femoral artery. A balloon was advanced from the left femoral artery to stop the bleeding. Hemostasis was confirmed, and the procedure was completed successfully. The physician noted that although the vessel diameter was sufficiently large, there was a little mineralization. It was also difficult to insert the 8f sheath and the 14f sheath, and it is unknown when during the procedure the patient began bleeding. No blood transfusion was required. There was no clinically significant delay in procedure reported. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
An event of bleeding at the access site was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.d10: correction from previously filed report, the serial or lot number of the concomitant product navitor valve, nvtr-25 is unknown.